Manufacturer narrative:
The device was not returned for evaluation as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - clinical code: 2140 - visual disturbances: glare, dysphotopsia all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was explanted from the patient's left eye. The patient stated that he felt as if he was looking through a tunnel through this operative eye and the vision was fuzzy. The glare from the headlights was a distraction as he is seeing three lines that blend. During the first post-operative visit after original implantation, patient stated that both eyes bothered him driving at night due to glare and it was overwhelming. It also caused ocular pain. He added that his only job was uber since he was unemployable and was unable to work driving for uber at night. The pre-operative visual acuity was dsc od 20/25 os 20/25 -2 bat: 20/200 ou and after lens implantation his visual acuity was dsc od 20/20 os 20/40 -2 ph: 20/25 -2. No other intervention was performed. Another monofocal lens of different model but of slightly higher spherical diopter (20d) was used as the replacement iol. During post-operative examination after the explant, patient reported doing very well, and noticing instantly the difference with the replacement monofocal lens with visual acuity being 20/15. The original lens was discarded. No other information was provided.